Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for generator change. It was note that the right ventricular lead exhibited noise. All other electrical measurements were in range. The lead was reprogrammed and resolved the noise issue. The patient would continue to be monitored.